Event description:
C-qur v patch mesh was implanted for an umbilical hernia repair and several days later the pt developed a progressive rash on abdomen along with severe abdominal pain. Treated with prednisone and had improvement but then developed facial rash and return of abdominal symptoms as the steroids were tapered. Returned to surgery on (B)(6) 2014 to remove the mesh and close the hernia. No infection was noted. Diagnosis or reason for use: umbilical hernia repair.